Event description:
During preparation use for use for cardiopulmonary bypass procedure, when first powered on, the roller pump displayed an overspeed error message. There were no adverse consequences to the patient as a result of this revent.

Manufacturer narrative:
The pump motor and power transistor were returned for evaluation. A collector-emitter short circuit was observed in the power transistor, resulting in the observed behavoir of the device.